Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pressure of the 7.5mm tracheal tube's balloon dropped during use, which was probably due to air leak. While the cause for the patient's "non-cooperation" and tracheal tube reasons could not be ruled out, the device was replaced with a 7.0mm ett. After treatment, the blood oxygen saturation was 100% and the balloon pressure was normal.